Event description:
It was reported that; it had two separate occasions with foley catheter batch ngjs0552 appeared to be faulty. 3 foley catheters burst while on the patient, 2 catheters did the same thing. Per follow up information received on 02sep2025, stated that, no. Of patient involved was 2, customer could not provide the specific date but had happen within the month of (B)(6). No patient harm or injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings, and no sample was available for evaluation. The labeling and instructions for use were reviewed and found to be adequate, and it states: warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Recommended inflation capacities. 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 30cc balloon: use 35ml sterile water. Do not exceed recommended capacities. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue.

Event description:
It was reported that, it had two separate occasions with foley catheter batch ngjs0552 appeared to be faulty. 3 foley catheters burst while on the patient, 2 catheters did the same thing. Per follow up information received on 02sep2025, stated that, no of patient involved was 2, customer could not provide the specific date, but had happen within the month of august. No patient harm or injury was reported.